Event description:
It was that the patient was hospitalized with diabetic ketoacidosis. The patient attributed his condition to having had the flu and ripping his infusion site out while turning in bed at night. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.